Manufacturer narrative:
Investigation: up to now, products not provided. Therefore, no investigation possible. Batch history review the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Explanation and rationale without the product, an exact cause cannot be determined at this moment. Due to the constant monitoring of the compliance with our quality standards, as matters stand, a production or material defect can most likely be excluded. Conclusion and root cause: without the product, an exact cause cannot be determined. A CAPA is not necessary.

Event description:
It was reported that there was an issue with fm921t - cranioplate 1.5 scr.mag.cross l:4mm. According to the complaint description, the tip of the product broke. There was no patient harm. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).